Event description:
On (B)(6) 2013, the patient contacted animas alleging that the battery cap would not secure properly to the pump after a battery change, resulting in no power to the pump. The patient stated that the issue has caused his blood glucose (bg) to elevated up to 500mg/dl with moderate thirst, as he is unable to use the pump and does not have a back-up plan. There was no reported damage to the pump or to the battery cap. The battery cap reportedly was original to the pump from (B)(6) 2012 and had not been changed. The user guide instructs the user to change the battery cap every three to six months. The patient was advised to contact his healthcare provider for a back-up plan, and to order a new battery cap to resolve the alleged power issue. This complaint is being reported because the patient allegedly experienced hyperglycemia after the pump lost power due to the battery cap not securing appropriately.

Manufacturer narrative:
The pump has not been returned to animas. The pump was not requested for return, as the issue was determined to be a battery cap issue. The patient was advised to order a new battery cap to resolve the issue.